Event description:
It was reported that a cartridge did not fit onto the pump, resulting in the cartridge becoming dislodged and damaged at the canister, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose (bg) was 531 mg/dl a correction bolus was delivered to address bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.